Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had item not shown on the screen. A technical support specialist (tss) remoted into the station, restarted the application, and confirmed that the item appeared. The customer was then able to pull the medication for the patient successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the item did not show up on the screen when the user tried to issue oxycod/apap tab 5-325mg to the patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.